Event description:
During the period of three months, screening tests were ordered on 17 patients to identify significant fetal-maternal hemorrhage in rh negative mothers who delivered rh positive infants. Informed by manufacturer that screening test kit was recalled due to the possibility of false negative results. Physicians were notified and given the option of administering an additional dose of rhogam to these patients. Unsure how many patients received additional dose of rhogam.